Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, the physician moved the ipg location from the left flank to the right buttock to address the issue.